Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt was unable to baseline. The cause for the inability to baseline was an intermittent connection at pin 7 of processor u708 on the distribution node pca. The root cause for the intermittent connection cannot be positively determined. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
Upon servicing of electrode belt sn (B)(4), which was returned for an unrelated reason, the electrode belt failed incoming testing. The patient was issued a replacement electrode belt.